Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose and got failed battery test. Customer¿s blood glucose level was around 450 mg/dl at the time of the incident. Customer stated he had low blood glucose. Customer stated he disconnected his pump and ate a lot to bring his blood glucose up and he has not been able to bring it down since. Customer stated his blood glucose was over 600 when he first started having high blood glucose. Assisted with failed battery test troubleshoot, however customer received failed battery test again. Advised the pump will need to be replaced. Advised to revert to back up plan per hcp instructions. Advised to monitor the pump and battery cap will be sent as a courtesy to rule out any possible issues with the battery cap. The customer declined to troubleshoot for low blood glucose and high blood glucose. Product will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, unit passed functional testing including the rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and stained address/serial number label.